Event description:
During contrast media injection, the catheter ruptured between the very flexible and less flexible part of the ultraflow. Approximately 15 cm of the ultraflow remained in the patient.